Manufacturer narrative:
This case was initially received via regulatory authority (B)(4) on 03-apr-2017. This spontaneous case was reported by a neurologist and describes the occurrence of allergy to metals ("allergy to nickel"), gastrointestinal ulcer perforation ("perforated gastroduodenal ulcer") and genital haemorrhage ("haemorrhagic bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient experienced gastrointestinal ulcer perforation (seriousness criterion medically significant). In 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced restless legs syndrome ("lower limb pain starting several years ago, suggestive of severe restless leg syndrome") with pain in extremity, insomnia ("severe insomnia"), headache ("chronic headache") and fatigue ("fatigability"). The patient was treated with rotigotine, surgery (removal of essure inserts) and surgery (curettage of endometrium in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, gastrointestinal ulcer perforation, genital haemorrhage, insomnia and fatigue outcome was unknown and the restless legs syndrome and headache was resolving. The reporter provided no causality assessment for allergy to metals, fatigue, gastrointestinal ulcer perforation, genital haemorrhage, headache, insomnia and restless legs syndrome with essure. The reporter commented: no cause for restless leg syndrome. Discovery of allergy to nickel in 2016 with removal of essure inserts on (B)(6) 2016. Since then, clear regression of restless leg syndrome and headache. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2016: allergy to nickel. Blood test - on an unknown date: usual laboratory parameters normal. Electromyogram - on an unknown date: m2 responses normal . The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-may-2017 for the following meddra preferred term: allergy to metals - analysis in the global safety database 258 revealed cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 22-may-2017: quality-safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via (B)(6) ((B)(4)) on 03-apr-2017. This spontaneous case was reported by a neurologist and describes the occurrence of allergy to metals ("allergy to nickel"), gastrointestinal ulcer perforation ("perforated gastroduodenal ulcer") and genital haemorrhage ("haemorrhagic bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2015, the patient experienced gastrointestinal ulcer perforation (seriousness criterion medically significant). In 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced restless legs syndrome ("lower limb pain starting several years ago, suggestive of severe restless leg syndrome") with pain in extremity, insomnia ("severe insomnia"), headache ("chronic headache") and fatigue ("fatigability"). The patient was treated with rotigotine, surgery (removal of essure inserts) and surgery (curettage of endometrium in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, gastrointestinal ulcer perforation, genital haemorrhage, insomnia and fatigue outcome was unknown and the restless legs syndrome and headache was resolving. The reporter provided no causality assessment for allergy to metals, fatigue, gastrointestinal ulcer perforation, genital haemorrhage, headache, insomnia and restless legs syndrome with essure. The reporter commented: no cause for restless leg syndrome. Discovery of allergy to nickel in 2016 with removal of essure inserts on (B)(6) 2016. Since then, clear regression of restless leg syndrome and headache. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2016: allergy to nickel. Blood test - on an unknown date: usual laboratory parameters normal. Electromyogram - on an unknown date: m2 responses normal. Company causality comment: this spontaneous medically confirmed case report was received via regulatory authority and refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had perforated gastroduodenal ulcer, and allergy to nickel. Essure was removed. She also experienced haemorrhagic bleeding, interpreted as genital bleeding, seven months after essure removal. These events are anticipated in the reference safety information for essure, except for perforated gastroduodenal ulcer. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In the present case no typical allergy to nickel symptoms were reported however given the nature of this event, causality with essure cannot be excluded. Considering the pathophysiology of perforated gastroduodenal ulcer, and the local effect of essure in the fallopian tubes, causality was excluded. As the haemorrhagic bleeding occurred seven months after essure removal, causality was also excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected.